Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. High voltage therapies were turned off. There were no patient consequences.

Event description:
New information received notes that on (B)(6) 2022 the right ventricular (rv) lead was capped and replaced. The patient condition was stable before, during, and after the procedure.